Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No patient symptoms or additional information was reported.

Manufacturer narrative:
Serial number- the previously reported serial number (B)(4) is incorrect, the correct serial number is (B)(4).

Event description:
New information reported stated that the patient was asymptomatic to the undersensing. The nurse would be verifying what the patient was doing during the evenings since that is when the episodes would occur.